Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va05mps); product type: 0200-lead; implant date (B)(6) 2013 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the patient reported they had been experiencing difficulties with lack of therapeutic effect for about 6 months. They have had lots of falls and had an x-ray taken by their chiropractor 2 weeks ago that showed the lead wire appears to be bent and twisted. This x-ray has not been evaluated by a doctor who works with the device. The patient reported when they trid to adjust their device settings for leakage it does not do any good. They have the device for urinary control but the therapy also helped with bowel issues. The patient is presently living out of state but has plans to travel back home on the 20th for two weeks and intends to follow up with managing doctor during that time. Patient services recommended the patient notify their managing doctor of their concerns.